Event description:
It was reported the case is broken. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, three control knobs, two side bail covers and high rate cover are broken. Battery drawer and output connector are damaged. Ring cover wrong part. Four printed circuit board screws, interconnect flex, led (light emitting diode) flex, and battery flex are contaminated. It is noted the ring cover is the wrong part. One side bail and the ring are missing. It was also noted the led¿s on high rate display segments were missing; connector found open. The flex was seated and connector was closed and the led¿s then worked. (B)(4).